Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd catheter was damaged. The following information was provided by the initial reporter: "the patient, a 40-year-old female, underwent cesarean section. Preoperative preparation for infusion is to establish venous access for patients. It was found that the anterior end of the intravenous indwelling trocar was forked and could not be penetrated into the skin. Immediately replaced the indwelling needle, puncture wad successful , no adverse consequences happened"

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: (B)(4).

Event description:
It was reported that an unspecified bd catheter was damaged. The following information was provided by the initial reporter: "the patient, a (B)(6) female, underwent cesarean section. Preoperative preparation for infusion is to establish venous access for patients. It was found that the anterior end of the intravenous indwelling trocar was forked and could not be penetrated into the skin. Immediately replaced the indwelling needle, puncture wad successful, no adverse consequences happened".